Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) screen malfunctioned. The screen was glitchy. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. A loss of display was observed. The connectors located in the screen section were disconnected and reconnected. The device was tested, and the issue was found to be resolved. Necessary tests were performed with successful results. The unit was connected to a service trainer and catheter and operated. The iabp was handed over to the user in working condition.